Manufacturer narrative:
(B)(4) . Device evaluated by MFR.: synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 11 and 12(counted from the proximal end of the stent) were slightly damaged. The undamaged section of the crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 23-aug-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending (lad) artery. Following pre-dilatation, a 2.75 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was pulled out and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.